Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to using multiple daily injections (mdi) as a backup therapy, and technical support arranged for the replacement of the pump under warranty.